Event description:
Customer called to report a leak from the modular chemistry (mc) wash collar of the unicel dxc 800 synchron system; customer also stated that suppressed bun (blood urea nitrogen) results were produced by the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) examined the system and noted that the mc sample probe wash collar was not aspirating probe wash. The fse then replaced the wash valve, which resolved the issue. The sample probe was primed thirty times, after which no further leaking was observed. The repair was verified per established procedures, confirming that the services performed effectively resolved the instrument issue. The root cause of the instrument issue was the malfunctioning of the wash valve.

Manufacturer narrative:
(B)(4).